Event description:
Ous MDR - after an estimated implantation period of 48 months, oversensing with inappropriate shocks was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation approx. 54 cm distal to the is-1 connector pin. In this region, the conductor cable to the rv shock coil and the conductor cable to the ring electrode were found fractured. These findings can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve or a near-by lead should be taken into consideration. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.